Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that no actions or interventions were taken to resolve the patient¿s loss of therapy and it was unknown if it had been resolved. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim, incontinence. It was reported that the patient had knee surgery last week and since then the patient is ¿piddling all the time and much more than before surgery, like every 2 hours.¿ it was also reported that they are leaking so much and having to change the bed sheets. It was noted that they did turn off the ins for the surgery. Troubleshooting on the call found that stimulation was on, on program 3 at 3.7. Programming considerations were reviewed and it was recommended that they follow up with their healthcare provider. No further patient complications are anticipated or expected as a result of this event.